Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. The damage is consistent with wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hudson adaptor will not engage onto the reamer and the impactor broke. Office sets. No surgery was effected.